Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022 the date the manufacturer became aware of the event. Explant date: (B)(6) 2022.

Event description:
It was reported that the patient underwent explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.